Event description:
Device 6 of 6 :reference MFR. Report: 1627487-2018-10396 ; reference MFR. Report: 1627487-2018-10400 ;reference MFR. Report: 1627487-2018-10385 ; reference MFR. Report: 1627487-2018-10403 ; reference MFR. Report: 1627487-2018-10407. The manufacturer received three extensions for analysis, which confirms the extensions were explanted as well during surgical intervention.

Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 6 of 6. Reference MFR. Report: 1627487-2018-10396. Reference MFR. Report: 1627487-2018-10400. Reference MFR. Report: 1627487-2018-10385. Reference MFR. Report: 1627487-2018-10403. Reference MFR. Report: 1627487-2018-10407. It was reported ((B)(6)) during the patient's ipg replacement procedure (reference MFR. Report: 1627487-2018-09910), high impedances were observed intra-operatively. As such, the physician explanted and replaced two leads. In addition, the extensions were possibly explanted and replaced as well. Stimulation was restored following surgery.